Manufacturer narrative:
(B)(4). Additional information regarding patient condition: underlying condition/procedure of patient - colectomy. Critical condition of patient was caused by fall in blood pressure. Patient had a blood loss and needed blood replacement. Cvc line was in place for 4 days. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that there was a need to change the cvvhdf filter several times because of malfunction of one of the catheter lumens, the external part of which collapsed and caused clot formation. The patient did not have adequate renal replacement therapy and lost blood. The venous catheter was replaced and the therapy was restarted.